Event description:
It was reported that a provider and user observed prolonged periods of no insulin delivery on reports with blood glucose readings over 400, and review of engineering logs showed the ilet indicated very low insulin remaining at approximately 5 percent during the periods in question, consistent with no insulin in the pump. Symptoms included hyperglycemia without reported additional symptoms. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of device engineering logs and troubleshooting with education. Investigation of this case revealed that the periods of no insulin delivery corresponded to an empty or near-empty reservoir, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.